Event description:
Caller reported pump became hot to touch. There was no adverse impact to the customer¿s blood glucose level. Caller was advised to monitor the system and call back if the issue recurs.